Event description:
It is reported that a customer has not been getting alerts from their insulin pump and they are running low of insulin in there reservoir. The patient's blood glucose level was 341 mg/dl at the time of the call. The customer stated that the back light on their insulin pump does not work as designed. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: pump was monitored for several days and no unexpected low reservoir alarms occurred. Unit was received with no backlight function due to faulty el panel on the lcd board. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and broken belt clip slot.